Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Transmissions showed that the right ventricular lead exhibited noise oversensing, which resulted in pacing inhibition and inappropriate mode switching. The noise was reproducible during in-clinic testing. Programming changes were made; however, the noise persisted. There were no patient consequences.